Event description:
It was reported that the asymptomatic patient presented in clinic for follow up when automatic mode switch episodes, atrial lead noise and low pacing lead impedance were observed. Programming changes were made. Patient monitoring will continue.